Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported event. The device was received with a scratched screen. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. The moment the device was powered up, the device started double beeping. This was deemed to be caused by the downstream sensor. The sensor was replaced to correct the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep no cassette" during testing. There was no patient involvement.